Event description:
Complainant alleged that while treating a pt (age & gender unk) the device charged and discharged energy to the pt twice successfully. On the thrid attempt however, the device failed to charge to the selected energy and displayed a "defib fault 79" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.